Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is xxxx. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected. There was no patient involvement.